Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad support personnel that the pt was showing signs of hemolysis prior to a pump exchange, with ldh levels up to the 2000+ range. The lvad pump was exchanged with another lvad and the pt was showing some elevation of ldh, but continues to improve. Upon pump examination at the time of explant, no infection or thrombus was noted in the pump; however, the distal anastamosis graft may have been kinked under the sternal bone.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.